Event description:
It was reported that low sensing and no ventricular stimulation were noted. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. No anomaly was found that could have contributed to reportedcomplaint.